Event description:
It was reported that during a routine device follow-up this implantable pacemaker alerted for safety mode upon interrogation. Due to the last device check was in 2022 and the unknown pacing dependency, the patient will be admitted to the hospital for an urgent device change. At this time, the pacemaker remains in-service. Additional information received advised the device was explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that during a routine device follow-up this implantable pacemaker alerted for safety mode upon interrogation. Due to the last device check was in 2022 and the unknown pacing dependency, the patient will be admitted to the hospital for an urgent device change. At this time, the pacemaker remains in-service. Additional information received advised the device was explanted and replaced successfully. Outside of the revision, no adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that during a routine device follow-up this implantable pacemaker alerted for safety mode upon interrogation. Due to the last device check was in 2022 and the unknown pacing dependency, the patient will be admitted to the hospital for an urgent device change. At this time, the pacemaker remains in-service. No adverse patient effects were reported.